Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level that was over 800 mg/dl. The customer was treated with boluses for the high blood glucose. The customer also reported transmitter issues. Troubleshooting was declined for high blood glucose. The product was not returned for analysis.